Event description:
Bdmaxplus would not flush. No known harm to patient, another one used without problems. 11th report for this product. Manufacturer response for set, administration, intravascular, maxplus (per site reporter) will obtain.